Event description:
Simplify study it was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. The patient was discharged home with no issues/occurrences. Later in the evening on the same day of the index procedure, the patient presented to the emergency room with aphasia and confusion over eight (8) hours. A head computed tomography (CT) scan was performed and was negative for stroke or bleed. A magnetic resonance imaging (MRI) scan was unable to be performed to diagnose/rule out stroke, due to the recent implant of the closure device. The patient was admitted to observation for monitoring and diagnostic workup. An oral medication change/adjustment other than antithrombotic was performed. The event is considered resolved as of three (3) days post index procedure.

Manufacturer narrative:
B5: information added. H6 patient code corrected from stroke/cva to transient ischemic attack.

Event description:
Simplaafy study. It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. The patient was discharged home with no issues/occurrences. Later in the evening on the same day of the index procedure, the patient presented to the emergency room with aphasia and confusion over eight (8) hours. A head computed tomography (CT) scan was performed and was negative for stroke or bleed. A magnetic resonance imaging (MRI) scan was unable to be performed to diagnose/rule out stroke, due to the recent implant of the closure device. The patient was admitted to observation for monitoring and diagnostic workup. An oral medication change/adjustment other than antithrombotic was performed. The event is considered resolved as of three (3) days post index procedure. It was further reported the patient was discharged home on aspirin medication. The final diagnosis is stroke-like symptoms and not a diagnosis of stroke. Per boston scientific medical safety, this event qualifies as a transient ischemic attack (tia).